Event description:
User received an elevated ft3 result for one pt sample, which resulted lower when repeated by another analyzer (liason). On (B) (6) 2009, initial and repeat ft3 result gave 12.73 and 12.71 pg per ml on the cobas e601. The same sample was repeated on another analyzer (liason), which gave 3.0 pg per ml. Customer said the ft3 result from the (liason) seems to match perfectly since the other thyroid values for this pt were within the normal range. The results measured by the cobas e601 were not given to the pt. If additional info is received, appropriate notification will be provided.